Manufacturer narrative:
The medical technician at the customer's site cleaned the air trap block sensors with the guidance on the phone from the clinical field specialist to resolve mid: 09 (air trap assembly) error message and the console was placed back into service. Historical complaints were reviewed and there was no previous history of complaints reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
A patient was hospitalized and underwent treatment for hypothermia after cardiac arrest. A zoll catheter was inserted into the femoral vein. The insertion was smooth. The indwell time of the catheter was approximately 6-8 hours. During therapy, thermogard xp ivtm system generated mid 09 (air trap assembly) error message due to start-up kit (suk) air trap leak. Leaked saline fluid was observed in the airtrap holder and on the floor. There was no known patient consequence reported. Instructions were provided to clean the airtrap. Thermogard console was placed back into operation after the medical technician cleared the airtrap sensor of moisture. No further issue reported on the console.